Event description:
Facility alleged chair flipped backwards while occupied. Rn reported chair was in trendelenburg, pt moved and chair flipped over backwards, causing pt to bump head. No further injury reported; pt stable.